Event description:
Healthcare professional reported "capsular contracture baker grade iii, pain, implant elevation (waterfall deformity), axillary web syndrome (affects axillary lymph nodes), implant-associated infection, muscle ripping, tuberose deformity, implant sticking to scar". This record is for the left side. Device was explanted.

Manufacturer narrative:
The events of capsular contracture and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and infection (late onset).